Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg had flipped. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray revealed that the ipg had flipped. The patient will undergo a pocket revision.

Manufacturer narrative:
Event date: (B)(6) 2014.